Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, which resolved the issue, allowing the customer to continue using the pump.